Manufacturer narrative:
(B)(4). The a.2 field entry does not represent the date of birth of the patient and should be read as ¿no information".

Event description:
It was reported that transmitter failed error occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Event description:
Subsequent to the initial MDR, after further review of the complaint record, it was determined that the patient did not receive a transmitter failed error. Report was submitted in error. Please disregard all information as this will not be reportable.